Manufacturer narrative:
Samples were collected in 5 ml or 7ml sodium heparin plasma tubes and centrifuged for 15 minutes at 3500 rpm. Qc was performing within the established rages on the date of the event. System check data has not been supplied to date. Service was on site (B)(4) 2011, and the field service engineer (fse) performed a preventive maintenance upon arrival at the customer site. The fse verified instrument temperatures and alignments, and performed instrument exercisers without an issue. The fse also verified instrument hardware by completing a passing system check and a passing high sensitivity system check within instrument specifications. The fse recalibrated the assays and performed qc within the established limits. However, after the instrument hardware was verified, the fse performed a carry-over test that the closed tube aliquotter (cta) failed to pass within specifications, and additional trouble shooting was performed. Although some issues were noted by the fse at the time of service, a definitive root cause for this event has not been determined to date with the supplied information.

Event description:
A customer reported to beckman coulter, inc. (Bec) that an erroneously elevated total beta human chorionic gonadotropin (total bhcg) result was generated by unicel dxc 600i synchron access clinical system for one patient sample. The result was reported out of the laboratory and questioned by the doctor. Repeat testing on the same and on a subsequent sample on the next day produced lower results. The patient results are shown. The customer reported the patient's doctor had questioned the initial results and had considered having the patient undergo surgery, but after the repeat testing was performed the doctor decided the surgery was not necessary. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.